Manufacturer narrative:
(B)(4). When reviewing similar reportable events, we have found a number of cases with similar fault description (jib attachment) - most of them were related with user error - jib not correctly attached to the mast. The trend observed for reportable complaints with this failure mode is currently considered to be low and is decreased. During our investigation, we were able to find a deficiency with the lift (marisa). The lift was inspected by our rep that visited the customer site and was found to have not been to specification when the event took place. The lift is 13 years old, placing it 3 years beyond the suggested life for this lifter and is in good general condition but has some signs of wear on moving and contact points and the alignment arrows on the carriage within the mast were missing. It should be noted if the alignment arrows on the carriage within the mast were missing, in this condition, it does not give a clear indication to the careers' jib is correctly installed in the carriage. The most common and likely root cause for an event where the jib detached before transfer of the person in the sling: that the jib was wrongly repositioned in the carriage and was not correctly installed resulting in the reported complaint. This possible sequence of events is in line with the event description as well as with our findings. It clearly shows that when the IFU and preventative maintenance schedule would have been followed and the jib was checked to be in place as well as the alignment arrows, the missing jib catch engages would have been detected, the event would have been avoided. From this eval it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities in an abundance of caution.

Event description:
(B)(4).